Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm. The insulin pump was received intermittent button response due to flattened act button dome switch. The insulin pump was received with minor scratched display window. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that they received a no delivery alarm. The customer reported that the up and down arrow button was unresponsive. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 300 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections. The customer stated that the no delivery alarm was resolved by a complete set change. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.